Event description:
It was reported that a patient reported feeling "the ICD move around in the pocket and felt like the ICD flopped over inside." The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.